Manufacturer narrative:
Device evaluation summary: during visual evaluation a parallel lines of shell wear were observed in the anterior view expanding to the posterior view and also a tear was observed within a shell wear on the posterior view of the implant, measuring approximately 1.2 cm. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast implant rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 250 cc mentor memorygel breast implant and was presented with bilateral breast implant rupture confirmed by the physician via ultrasound on (B)(6) 2019. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.